Event description:
A failure code 570:320. No patient injuries associated with this report. No incident reports filed. Customer did not have information whether incident occurred during patient infusion.